Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day the wearable was inserted into the arm, the patient experienced inaccurate values. The patient was reportedly getting low readings but could not recall the values on the bg meter. On (B)(6) 2025, the patient felt thirsty and manually checked her bg and it was 345 mg/dl while the cgm was 66 mg/dl. The patient self-treated with insulin injections. On (B)(6) 2025, the patient was dehydrated and was taken to the hospital around 5:00pm and the cgm was still inaccurate. At the hospital, a bg was taken and it was 300 mg/dl while the cgm was 60 mg/dl. The patient as treated with IV fluids and saline for hydration. The patient was discharged the same day around 7:00pm when the patient stabilized. At the time of the report, the patient was feeling okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid was taken 08/18/2025 onset of the symptoms. The reported glucose values fall within the c zone of the parkes error grid was taken upon the arrival at the hospital on 08/20/2025. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.